Manufacturer narrative:
This report is being sent as a correction for initial MFR report number 3003832357-2024-00734.

Event description:
It was reported to philips that the device performed an unexpected reboot during use. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.